Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter's lumen could not be attached to the flush line. During preparation for a procedure a farawave catheter was selected for use. However, it was noticed that the outer lumen would not flush properly. The flush line could not be attached correctly due to a suspected fault in the lumen. The issue was identified before ablation, and the catheter was replaced. The procedure was completed without patient complications. The device will not return for laboratory analysis.

Manufacturer narrative:
The returned farawavae was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported flushing issues and luer detachment was not confirmed. No problem was detected with the returned device that could have caused or contributed to the damage seen in the field, nor were any other types of defects identified during the investigation. Ultimately it was determined there was no problem detected with the returned device.

Event description:
It was reported that a catheter's lumen could not be attached to the flush line. During preparation for a procedure a farawave catheter was selected for use. However, it was noticed that the outer lumen would not flush properly. The flush line could not be attached correctly due to a suspected fault in the lumen. The issue was identified before ablation, and the catheter was replaced. The procedure was completed without patient complications. The device will not return for laboratory analysis.